Event description:
It was reported that the device, lead and adaptor were removed and not replaced due to septicemia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 672625 adaptor, (B)(6) 2012; 694758 implantable tachy lead, (B)(6) 2012; 6721 implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found, but no issue identified that required full analysis.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.